Manufacturer narrative:
A specific root cause could not be determined based on information provided. Additional information for further investigation was requested but not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for calcium. The sample initially resulted as 13.6 mg/dl and this value was reported outside of the laboratory. The sample was repeated and resulted with a "normal" result. The customer was asked, but could not provide the repeat result. The repeat result was believed to be correct. The patient was not adversely affected. The customer was asked, but did not provide the calcium r1 and r2 reagent lot numbers or expiration dates. The field application specialist evaluated the reaction monitors to determine what hardware issues could potentially cause the issue and discussed these possibilities with the field service representative. The field service representative was told to check the cell rinse mechanism and reagent delivery. The quality controls were within acceptable limits per the customer. The field service representative could not determine a cause. He states that the specimen was repeated. He checked the sample and reagent assemblies of the analyzer. He also checked the sample and reagent probe alignments; these were ok. He checked the rinse mechanism nozzle deliveries and evacuation of the cuvettes. All nozzles appeared to be delivering and evacuating properly. He was unable to check the reagent pack since this had been discarded. The customer ran a calibration and ran quality controls. All results met specifications.